Event description:
Subsequent information received states, the patient was discharged to home in good condition on medication of effient and aspirin. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 2.5x15 (x2), essient; angiomax. Device (B)(4) - indication for use, non de novo lesion. There was no reported product deficiency. The reported patient effects of angina and thrombosis, are listed in the xience v instructions for use (IFU) as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the xience v IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. It is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.

Event description:
It was reported that the patient presented emergently with chest pain and during a procedure to treat a restenosed totally occluded, left anterior descending artery (lad), a non-abbott and an abbott mini trek balloon catheters were used for predilatation and the xience v stent was deployed just below the previous stent. The xience was post dilatated at 11 atmosphere (atm) and then at 14 atm without noted issue. The patient was given plavix and aspirin in the emergency room, however, vomited. While in the catheterization lab the patient was given plavix and aspirin and an angiomax bolus with a drip during the procedure. The patient was transferred at 1:35 am to the intensive care unit and placed on intellegrin. At 2:45 am the patient had complaints of chest pain and went into v-tachycardia. The patient was given cardiopulmonary resuscitation (CPR) and transferred back to the catheterization lab. Repeat procedure revealed the lad was completely closed off and thrombus was present. The patient was treated for a very small residual clot with two 2.5 x 15 additional stents and had a great result. The patient was placed on essient as the physician suspected the patient may have a clotting disorder or is resistant to plavix. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device. The patient remained hospitalized. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).